Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid, bupivacaine and clonidine at unknown concentrations and doses via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient was in surgery on (B)(6) 2018 for a normal, expected pump replacement due to end of service life. The doctor was able to get good flow from the catheter but noticed a kink on the pump connector. In addition, there was "another segment that looked kinked." The doctor replaced the pump segment of the catheter. It was noted the kinks could have been from a previous surgery, but it was unknown. On (B)(6) 2018 the patient stated the pump was "sticking out too far." The catheter was in the possession of the hospital and its return was requested. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.